Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s implantable cardioverter defibrillator (ICD) exhibited long charge time and triggered a charge circuit timeout and charge circuit inactive. The ICD had previously triggered recommended replacement time (rrt)/end of service (eos). The ICD was explanted and replaced. No patient complications have been reported as a result of this event.